Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose level was 422 mg/dl. The customer's mother stated that her son changed out his site after he ate and was off the pump for an hour or more. The customer's mother stated that the pump suggested to bolus at 9.7 units. The customer declined to troubleshoot. The customer was advised to monitor the pump and call back if the blood glucose readings do not go down.